Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported #9 key not working on the keypad. Incoming device evaluation assessment (idea) experienced a keypad malfunction however it was not reproduced during evaluation. Evaluation tested the keypad and all keys worked normally. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No cause was identified, and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump #9 key of the keypad was not working. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.